Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and heavy calcification in the valve. The clip delivery system (cds) was advanced to the mitral valve. There was difficulty placing the clip due to the patients anatomy as there was heavy calcification in the valve; therefore, there was difficulty grasping the leaflets. The gripper arms were simultaneously raised and lowered multiple times in the attempt to find a grasp that would work but after multiple attempts the anterior gripper arm did not come down. Troubleshooting was performed, cycled a couple more times but would not come down. Therefore, instead of using simultaneous gripper actuation, single actuation was performed to lower the anterior gripper arm; however, it was unsuccessful. As the procedure was prolonging, it was decided to remove the cds and exchange for a new cds. Second cds was advanced and the clip was successfully implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported positioning failure could not be replicated in the testing environment; however, the gripper actuation issue was not tested but confirmed based on an observed gripper line break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, the reported positioning failure appears to be due to challenging patient anatomy. The reported gripper actuation appears to be due to the observed gripper line break. The investigation determined the noted gripper line break appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.